Event description:
It was reported that the pt had a "staph infection, swelling and rash around pump incision site". The pt was admitted to the hospital. Per the reporter, the hcp was planning to replace the pump. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional info has been requested from the hcp, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
.